Event description:
Two nurses aides were transferring resident from bed to chair via hoyer lift. Resident suspended above bed - as resident was brought out over bed - rt. Lower hook disengaged from lift, resident fell to floor on left side of head and body.